Event description:
The baxter technician reported an infusion pump with an 814:04 failure code that occurred during service. The hospital rep stated that there have been no reports of any pt incident ivolving this pump since the last baxter service event.